Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012; product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va02s0t, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# v975686, implanted: (B)(6) 2012, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The patient¿s leads were coming through her skin as a result of skin erosion. The entire system was going to be explanted on (B)(6) 2013. Additional information has been requested.

Event description:
Additional information received reported that the cause of the lead erosion was not determined. It was noted that the device was explanted and the patient was not reimplanted again.